Event description:
This unsolicited case from united states was received on (B)(6) 2018 from a patient. This case concerns a (B)(6) years old female patient who received treatment with synvisc one injection and could barely walk, being extremely painful/ most terrific pain she's ever felt, right knee was 1.5 times larger than her left and pitted to touch and right knee was hot to touch on the same day. Also device malfunction was identified for the reported lot number. Medical history included hypothyroid. No concomitant medication and concurrent condition was provided. Patient had previously received cortisone injections. Patient had no allergies to chicken products. On an unknown date, patient received treatment with intra- articular synvisc one injection, at a dose of 6 ml, once (batch/lot number: 7rsl021 and expiration date: not provided) in right knee for right knee pain. On the same day, patient noticed that it was extremely painful as she left the physician's office. On the same day, the more severe symptoms started in evening and patient had most terrific pain she had ever felt. On the same day, patient's right knee was 1.5 times larger than her left and pitted to touch, patient could barely walk and used a cane for two days following the injection day. The right knee was hot to touch. Patient did not have a fever at any time. Patient saw her physician the next day and was recommended cold and prescribed ibuprofen. Patient had ex-rays. Patient saw her doctor two more times in regards to this reaction. All the symptoms gradually subsided over 3 weeks time. Corrective treatment: cane user for could barely walk, ibuprofen for being extremely painful/ most terrific pain she's ever felt, right knee was 1.5 times larger than her left and pitted to touch and right knee was hot to touch. Outcome: recovering for all events. An investigation was initiated as a result of an unexpected increase in the number of labelled adverse events. Received from the us market for synvisc one, lot 7rsl021. The product met all release testing at time of manufacture in june 2017. Retain samples were retested due to the unexpected increase in adverse events. Higher than expected endotoxin results were obtained. In addition, the presence of microbial contamination was also confirmed. The cause of these events is under investigation. Once this investigation is completed, corrective and preventive actions will be implemented seriousness criteria: disability for could barely walk and device malfunction. Pharmacovigilance comment: sanofi company comment dated 24-jan-2018: this case concerns a female patient who has received synvisc one injection from the recalled lot and her right knee was hot to touch, right knee was 1.5 times larger than her left and pitted to touch, being extremely painful/ most terrific pain she's ever felt and could barely walk. The events are temporally related to device. Moreover, the concerned lot number has been identified to have malfunction by the company. Therefore, the causal relationship of the events to the products cannot be excluded.

Event description:
This unsolicited case from united states was received on 18-jan-2018 from a patient. This case concerns a (B)(6) years old female patient who received treatment with synvisc one injection and could barely walk/ difficulty walking and had inflammation/ inflamed; after an unknown latency could barely walk/ diffiuclty walking, leg was stiff, whole leg was swollen form my ankle to my thigh, had anxiety and fatigue. Also device malfunction was identified for the reported lot number. Medical history included hypothyroid, had hysterectomy, torn meniscus and a surgery to repair it. No concurrent condition was provided. Patient had previously received cortisone injections. Patient had no allergies to chicken products. Concomitant medications included: trazodone, rosuvastatin, levothyroxine sodium (synthroid). On (B)(6) 2017 patient received treatment with intraarticular synvisc one injection, at a dose of 6 ml, once (batch/lot number: 7rsl021 and expiration date: not provided) in right knee for right knee pain. On the same day, patient noticed that it was extremely painful as she left the physician's office. Patient said sharp excruciating pain went up and down her leg. Leg became stiff and pain became worse that night. On the same day, the more severe symptoms started in evening and patient had most terrific pain she had ever felt. On the same day, patient's right knee was 1.5 times larger than her left and pitted to touch, patient could barely walk and used a cane for two days following the injection day. The right knee was hot to touch. Patient did not have a fever at any time. Patient saw her physician the next day and was recommended cold and prescribed ibuprofen. Patient took hydrocodone for pain. Leg was still stiff and inflamed. Patient had ex-rays. Patient saw her doctor two more times in regards to this reaction. All the symptoms gradually subsided over 3 weeks time. Pain, difficulty walking and swelling continued. Whole leg was swollen from the ankle to the thigh. On (B)(6) 2017 patient visited doctor again. Patient had pain and inflammation which led to anxiety and fatigue corrective treatment: cane user for could barely walk/diffiuclty walking; hydrocodone, ibuprofen for inflammation/inflamed outcome: unknown for anxiety and fatigue; recovering for could barely walk/diffiuclty walking and device malfunction; not recovered for other events an investigation was initiated as a result of an unexpected increase in the number of labelled adverse events received from the us market for synvisc one, lot 7rsl021. The product met all release testing at time of manufacture in june 2017. Retain samples were retested due to the unexpected increase in adverse events. Higher than expected endotoxin results were obtained. In addition, the presence of microbial contamination was also confirmed. The cause of these events is under investigation. Once this investigation is completed, corrective and preventive actions will be implemented seriousness criteria: disability for could barely walk and device malfunction additional information was received on 06-feb-2018 from the patient. Event of inflammation/ inflamed, fatigue, anxiety, whole leg was swollen form my ankle to my thigh and leg was stiff were added. Event of could barely walk was updated to could barely walk/diffiuclty walking. Therapy start date was updated. Concomitant medications and medical history were added. Clinical course was updated and text amended accordingly. Pharmacovigilance comment: sanofi company comment follow up dated 6-feb-2018: this case concerns a female patient who has received synvisc one injection from the recalled lot and was unable to walk, had limbs stiffness, leg swelling, anxiety, fatigue, joint inflammation. The events are temporally related to device. Moreover, the concerned lot number has been identified to have malfunction by the company. Therefore, the causal relationship of the events to the products cannot be excluded.

Event description:
This unsolicited case from united states was received on 18-jan-2018 from a patient. This case concerns a (B)(6) years old female patient who received treatment with synvisc one injection and could barely walk/ difficulty walking and had inflammation/ inflamed; after an unknown latency could barely walk/ diffiuclty walking, leg was stiff, whole leg was swollen form my ankle to my thigh, had anxiety and fatigue. Also device malfunction was identified for the reported lot number. Medical history included hypothyroid, had hysterectomy, torn meniscus and a surgery to repair it. No concurrent condition was provided. Patient had previously received cortisone injections. Patient had no allergies to chicken products. Concomitant medications included: trazodone, rosuvastatin, levothyroxine sodium (synthroid) on (B)(6) 2017 patient received treatment with intraarticular synvisc one injection, at a dose of 6 ml, once (batch/lot number: 7rsl021 and expiration date: not provided) in right knee for right knee pain. On the same day, patient noticed that it was extremely painful as she left the physician's office. Patient said sharp excruciating pain went up and down her leg. Leg became stiff and pain became worse that night. On the same day, the more severe symptoms started in evening and patient had most terrific pain she had ever felt. On the same day, patient's right knee was 1.5 times larger than her left and pitted to touch, patient could barely walk and used a cane for two days following the injection day. The right knee was hot to touch. Patient did not have a fever at any time. Patient saw her physician the next day and was recommended cold and prescribed ibuprofen. Patient took hydrocodone for pain. Leg was still stiff and inflamed. Patient had ex-rays. Patient saw her doctor two more times in regards to this reaction. All the symptoms gradually subsided over 3 week time. Pain, difficulty walking and swelling continued. Whole leg was swollen from the ankle to the thigh. On (B)(6) 2017 patient visited doctor again. Patient had pain and inflammation which led to anxiety and fatigue. As of (B)(6) 2018, patient's leg was doing quite well, even though she experienced pain and inflammation that was hard to imagine could be so severe, and it required 3 more trips to the doctor. Corrective treatment: cane user for could barely walk/diffiuclty walking; hydrocodone, ibuprofen for inflammation/inflamed outcome: unknown for anxiety and fatigue; recovering for could barely walk/diffiuclty walking, whole leg was swollen form my ankle to my thigh and device malfunction; not recovered for other events an investigation was initiated as a result of an unexpected increase in the number of labelled adverse events received from the us market for synvisc one, lot 7rsl021. The product met all release testing at time of manufacture in june 2017. Retain samples were retested due to the unexpected increase in adverse events. Higher than expected endotoxin results were obtained. In addition, the presence of microbial contamination was also confirmed. The cause of these events is under investigation. Once this investigation is completed, corrective and preventive actions will be implemented seriousness criteria: disability for could barely walk and device malfunction additional information was received on 06-feb-2018 from the patient. Event of inflammation/ inflamed, fatigue, anxiety, whole leg was swollen form my ankle to my thigh and leg was stiff were added. Event of could barely walk was updated to could barely walk/diffiuclty walking. Therapy start date was updated. Concomitant medications and medical history were added. Clinical course was updated and text amended accordingly. Additional information was received on 15-feb-2018 from the patient. Outcome for the event of whole leg was swollen form my ankle to my thigh was updated from not recovered to recovering. Patient's clinical course was updated and text was amended accordingly. Pharmacovigilance comment: sanofi company comment follow up dated 15-feb-2018: the follow up information doesnot change the previous case assessment. This case concerns a female patient who has received synvisc one injection from the recalled lot and was unable to walk, had limbs stiffness, leg swelling, anxiety, fatigue, joint inflammation. The events are temporally related to device. Moreover, the concerned lot number has been identified to have malfunction by the company. Therefore, the causal relationship of the events to the products cannot be excluded.